Event description:
It was reported that the height adjustment bars were bent on the cot, so when the cot hit where the bend was, the emts thought the cot was fully extended but it was not, and the cot fell the remaining distance to the ground. The patient fell off of the cot when the event happened but was able to catch himself and was not hurt because of the event. No adverse consequences or medical intervention was needed.

Manufacturer narrative:
(B)(4): height adjustment rack.